Event description:
An implant was incorrectly placed. The pt was returned to the operating room for a revision operation to correct the incorrectly implanted plate which was trapping the pt's esophagus and had punctured it.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.